Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated. The customer received a replacement device.

Event description:
Complainant alleged that during functional testing, the device gave a "unit failed" prompt. Complainant indicated that there was no pt involvement in the reported malfunction.